Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. The device was found out of specification in relation to the customer reported 'device's screen goes blank when powered on/off with only backlight for image, occasionally' which was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins on rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a delayed keypad response. The cause was identified to be a failed processor board test. The processor board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen on a spectrum pump occasionally goes blank when powered on/off with only backlight for image during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.